Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the body of the lead became extrinsically distorted. The stylet was damaged. The stylet was kinked/buckled. The body of the lead was extrinsically damaged. The interior right ventricular defibrillation cable was extrinsically kinked/buckled. The interior right ventricular defibrillation cable was pulled/stretched. Visual analysis of the lead indicated damage at implant. The analyst noted the insertion test cannot be performed due to the lead received in bad condition, damage at implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant, the physician was unable to deliver the right ventricular (rv) lead to the intended vasculature through the 9 french sheath. The rv lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.